Manufacturer narrative:
(B)(4).

Event description:
It was reported that "when [the physician] inserted the balloon, the machine alarmed (gas leak), and balloon inflation failed. As a result, the doctor replaced the catheter and the problem was resolved. There was no report of patient complications, serious injury or death". Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. Returned with the sample was supplied semi-finished insertion kit components including 8fr teflon sheath w/dilator assembly. The returned 8fr teflon sheath w/dilator assembly appeared unused; however, a kink was noted to the teflon sheath extrusion at the distal end of the teflon sheath, the damage to the teflon sheath extrusion potentially occurred due to the customer handling or during the returned shipment. Upon return, the distal end of the teflon sheath was noted at approximately 38.4cm from the iabc distal tip; some spots of dried blood were noted within the teflon sheath sidearm. The one-way valve was connected and tethered to the short driveline tubing. The bladder was fully unwrapped. Spots of dried blood were noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned iabc. The bladder thickness was measured at six points and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a syringe. No abnormalities or debris were noted. The iabc was leak tested using. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp with a lab-inventory 30cc inflation driveline tubing. The iabc was inserted into the "t" tube and 75mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab helium loss alarm is not confirmed. The returned iabc was functionally tested with no leak or abnormalities noted. No alarms were noted during the functional testing. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "when [the physician] inserted the balloon, the machine alarmed (gas leak), and balloon inflation failed. As a result, the doctor replaced the catheter and the problem was resolved. There was no report of patient complications, serious injury or death". Patient condition reported as "fine".